Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message during setup. The message was cleared, the case was started, then the system message was displayed again. The system was rebooted, the message was cleared, and the case was completed. There was a 2 minute delay. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. However, the system message was verified in the event log. The fluidics module was replaced for evaluation purposes and was returned for in-house testing. The system was then tested and met all product specifications. The replaced fluidics module has been received and in-house testing is in progress. (B)(4).